Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular lead exhibited high impedance. Several positions were attempted but the impedance issue remained. The lead was not implanted and replaced without complications. The patient was recovering well post operation.